Event description:
An account in (B)(6) reported the threaded portion of the holding sleeve broke when inserting unknown matrix polyaxial screws. The broken portion was retrieved and thrown away. The case proceeded without further incident using a second holding sleeve.

Manufacturer narrative:
This device was used for treatment not diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. A review of synthes device history records for lot # 6583190 revealed the holding sleeve-long for matrix was inspected to the synthes incoming final inspection sheet number on 5/19/2011. The product conformed to all requirements.

Manufacturer narrative:
A product development evaluation was conducted. The 03.632.036 was returned with approximately 0.5mm length of thread broken off. The breakage indicates that the holding sleeve may have been partially unthreaded during the insertion of the polyaxial screw allowing for a bending moment to be applied exceeding the tensile strength of the threaded region. The failure occurred due to excessive force being applied in the partially unthreaded state. A CAPA has been initiated to address this issue.